Event description:
The customer reported the alarm has no power even when the batteries have been replaced with new ones, the battery door is not missing or damage, battery spring contacts are not bent or damaged. There was no visible damage to the alarm reported. There was no patient incident or injury reported. Inspection found the alarm's battery springs are bent and the alarm does power on.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product found the battery springs are bent and there is a hairline crack on the battery door near the battery contacts. The alarm does power on. Note: instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged, alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. (B)(4).